Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon was inflated thrice at 8atm, 10atm and 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed using normal method without issue. The procedure was completed with another of same device. There were no complications reported, and patient is stable post procedure.